Event description:
The customer reported that the 9800 system would not fluoro in lateral position during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.